Manufacturer narrative:
Device not returned.

Event description:
It was reported that the paramedics were called and the customer was taken to the emergency room (ER) due to a low blood glucose (bg) of 20 mg/dl and becoming unresponsive. Customer was treated with unspecified intravenous fluids and food, and was discharged from the ER 2 hours later with a bg of 166 mg/dl and in ¿stable¿ condition. Reportedly, the customer did not have an active cgm session turned on, therefore, the pump continued to deliver insulin as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.